Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a dislodged blue pull ring to the patient adapter inside the closed pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had "a loose cover" (blue cap). This issue occurred before installing the set for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.